Event description:
Approx a year and 5 months post-procedure, the pt was emergently hospitalized due to syncope and he was diagnosed with ami. Cag was conducted and thrombosis was observed from the proximal to inside of the implanted cypher at the proximal rca. In order to treat the thrombosis, aspiration (thrombuster 2) was conducted under iabp and then a bms (liberte: 3.5/12mm) was additionally implanted in the cypher from the proximal end. However, the pt had vt and vf and he went into shock (af) during the procedure, and so he was treated with the electric defibrillation and antiarrhythmic drug administered. The pt's condition was monitored under iabp, pcps, ventilator and continuous haemodiafiltration was conducted, but his condition did not recover and the pt died four days later. The cypher implant took place at national hosp organization chiba medical center and vlt treatment was conducted at hosp. The target lesion was proximal right coronary artery (rca). The vessel was a de novo and concentric lesion. The lesion length was 15mm and vessel diameter was 3.5mm. Aha/acc classification of the vessel was a type b1.

Manufacturer narrative:
The index procedure was an emergent case due to ami in order to treat the lesion at the atrioventricular branch (av), which was the culprit vessel. Only poba was conducted with a balloon (vento: 2.25/20mm) at 10atm for 40seconds because the av was narrow. To treat the target lesion of proximal rca, pre-dilation was not conducted, which had 90% stenosis and them cypher (3.5/18mm, loti0805177 or i0805193) was implanted at 14atm for 40seconds at the prox rca. Post-dilation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. The residual stenosis was observed at the distal end of the implanted cypher, but it was not treated. This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.